Manufacturer narrative:
(B)(4). The reported field event of capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the generator experienced intermittent capture anomaly and high pacing thresholds. The device was explanted and replaced. No further information is available.